Event description:
It was reported that a healthcare professional requested a review of consult reports for an implantable cardioverter defibrillator (ICD) following delivery of tachy therapy. Ts reviewed the episode data and noted that the rhythm appeared to be atrial driven, resulting in apparent inappropriate delivery of anti-tachycardia pacing (atp) as well as shocks. Ts further noted that therapy was exhausted, and the arrhythmia was not converted. The reports were reviewed with the health care professional (hcp) and further evaluation with a cardiology specialist was planned. This device remains in service. No additional adverse patient effects were reported.